Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient was receiving a battery fault. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) is underway. The reported problem (battery faults) has been confirmed. Upon investigation the battery was unable to recharge or power up a monitor. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause analysis. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.